Event description:
Heating pad was returned to retailer and the only info provided was "has short". No injuries or property damage were reported with this incident.

Manufacturer narrative:
Led has failed/burned out.